Event description:
A caregiver reported receiving an error 2 message on customer's freestyle flash meter. The caregiver reports the customer experienced "body twitches, was not coherent, not feeling good and fell out of bed". Customer called "the fire squad" who upon arrival obtained high meter readings on their meter, transported customer to a local hospital where he was diagnosed with hyperglycemia and treated with insulin. No other treatment was documented. Customer's meter was requested for investigation and a replacement product has been sent.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.